Event description:
It was reported that the customer was admitted in the intensive care unit due to hypoglycemia. The blood glucose reading at time of call was 146mg/dl, and then it dropped. Troubleshooting was performed. It was stated that earlier the customer's blood glucose was 44mg/dl and when he woke up went up to 64mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.